Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet which caused the pump to intermittently stop charging. The customer's blood glucose (bg) level was 212 mg/dl. During troubleshooting with tandem technical support, the customer was sent a replacement wall adapter. Multiple contact attempts were made by tandem technical support to determine if the replacement wall adapter resolved the issue; however, the customer did not respond.